Event description:
It was reported via repair work order that the foot end of bed was not raising or lowering due to malfunctioned coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.